Event description:
A hospital clinic employee called for assistance with the insulin infusion device of a patient brought in with ketoacidosis. The employee verified the patient's name and the serial number of the infusion device and had no further patient information. The employee was assisted in reviewing the patient's bolus amounts, daily totals, hourly basal rates and alert history. The employee stated, it appears the patient does not bolus very much. The employee stated the patient is in ICU and probably on an insulin IV drip. The employee stated, "it looks like bad insulin." On follow up, the patient stated, she was released from the hospital after 2 days. She said her blood glucose levels have returned to normal and she is currently using her insulin infusion device. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.